Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests or verify the low battery alarm due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage, blank display and low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Customer replaced the battery on the device which resulted in blank display anomaly. Customer advised the casing around the battery holder had a piece missing where the battery was screwed in. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.